Event description:
It was reported via repair work order that the reduced braking force from big wheel unable to disengage due to damaged cam bracket assembly dampener. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.